Event description:
It was reported that before using the bd vacutainer® k2e 10.8mg plus blood collection tubes it was discovered that the tube did not have a black stopper. The cap on the unused tube was loose. No patient impact was reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.